Event description:
A lumenis moses 365 micron laser fiber broke immediately upon the physician firing the laser; singing a hole into the surgical drape and continued into the stirrup. There was no visible flame on the surgical drape or the leg stirrup. The surgeon immediately stopped firing the laser stopped upon the fiber breaking. The patient was examined at the time of the event and no injury was observed. The procedure was able to proceed as scheduled utilizing a new laser fiber. There were no visible fractures/aiming beam leakage in the laser fiber prior to the laser being placed into the ready mode. The aiming beam was brightly visible at the tip and visible on the screen also indicating that the fiber was intact prior to being placed in the ready mode. The staff and the patient were all utilizing laser protective eyewear and all other laser safety protocols were followed. At the completion of the procedure the patient was again examined for injury and no injury was observed. The broken fiber has been kept by the laser services department.